Event description:
The user noticed a positive shift in patient total protein results by 2-5%. User stated she had about 200 patient samples dating back to (B) (6) 2009 which required corrected reports. Only the following 12 patient examples were provided. Each patient sample was repeated twice; first repeat performed on modular pp system at the site and second repeat performed on original p module after user replaced the sample probe and cleaned the probe rinse stations on this module. All results are in g per dl and all repeat testing performed on (B) (6) 2009. Sample 1 initial result was 8.6, repeat results were 7.3 and 7.3. Sample 2 initial result was 10, repeat results were 8.3 and 8.3. Sample 3 initial result was 9.1, repeat results were 7.8 and 7.9. Sample 4 initial result was 8.4, repeat results were 6.8 and 7. Sample 5 initial result was 8.4, repeat results were 6.9 and 7.1. Sample 6 initial result was 8.3, repeat results were 7.0 and 6.9. Sample 7 initial result was 8.7, repeat results were 7.2 and 7.3. Sample 8 initial result was 8.7, repeat results were 7.3 and 7.3. Sample 9 initial result was 8.8, repeat results were 7.2 and 7.2. Sample 10 initial result was 8.7, repeat results were 7.3 and 7.3. Sample 11 initial result was 7.0, repeat results were 5.7 and 5.7. Sample 12 initial result was 8.4, repeat results were 7.0 and 7.1. No patients were harmed due to treatment from the initially high result. The user stated serum protein electrophoresis was ordered on patients that upon repeat would have not been flagged for the electrophoresis.

Manufacturer narrative:
The field service representative determined the sample probe had failed. The user replaced and aligned the sample probe. The user ran qc, precision and samples without error and verified analyzer was performing within specification.